Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, when using the shears the blades at the tip of the device did not cut through the tissue. The result was more of a tissue drag. The shears were chewing the tissue and not cleanly cutting. Device not re-sterilized prior to incident, was used on the patient. The patient was not injured or jeopardized.